Event description:
It was reported that 4 bd vacutainer® cpt¿ cell preparation tubes with sodium heparin had poor barrier separation. The following information was provided by the initial reporter: "the customer has encountered a separation defect and considers that this issue may be attributed to the tube. "

Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, the indicated failure mode for poor barrier separation was not observed. The retention samples were visually inspected with no issues being identified. Further clinical analysis was performed: no difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (poor barrier) because the defect was not evident in the testing of the complaint lot samples. All samples (retains and controls) demonstrated clinically acceptable performance for all visual observations evaluated. Laboratory analysis of samples indicated that these tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for poor barrier separation based on the photos provided. All testing of retention samples was satisfactory. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 4 bd vacutainer® cpt¿ cell preparation tubes with sodium heparin had poor barrier separation. The following information was provided by the initial reporter: "the customer has encountered a separation defect and considers that this issue may be attributed to the tube. "